Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it remains in use supporting the patient. No further issues have been reported. A root cause for the report of gi bleeding could not be determined through this evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 due to suspected narcotic overdose. The patient was then found to have a hematoma on the neck. While hospitalized, the patient experienced issues with gi bleeding. The patient was scoped and 3 arteriovenous malformations were found and were cauterized. The patient was discharged (B)(6) 2014. The patient is listed as 1a status for a heart transplant due to the gi bleed. Anticoagulation was stopped, and the patient is no longer to have aspirin. The pump speed was at 8600 rpm. The patient was discharged to home on (B)(6) 2014.